Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that the patient experienced leak on the site. The infusion set used for 5 days and high blood glucose was noted high due to leaks on the infusion sets. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.